Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board and internal battery will be replaced to address the issue. The device had physical damage consistent with being dropped.